Manufacturer narrative:
(B)(4) captures the reportable event of pain that impacted the patient's ability to stay in the same position for a long time. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2019, the patient began experiencing pains in her groin, back, and especially in her right leg which is reported to be radiating. Subsequently, she has difficulty staying in the same position for a long time such as when sitting, standing, or lying down.